Event description:
A surgery was conducted in 2006 to remove implants on a pt who's original surgery was 2006. Screws and rods were removed. Two of the pedical screws had broken. A letter, dated 08/30/2006, from the surgeon is attached for review. The screws and rods were returned to our offices for review.

Manufacturer narrative:
A review of the mfg data was delayed due to the pn folder being included in an archival box in a storage area which was difficult to locate. After the original folder was found (attachments included with this report), all history and certificates were reviewed. There were no discrepancies for material or workmanship in the documentation.